Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (unplanned vitrectomy) attempts have been made to obtain additional information regarding the event; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion of a preloaded monofocal intraocular lens (iol), the leading haptic exerted force on the capsular bag, resulting in damage to the zonules on the opposite side of the bag. This caused a tear in the capsular bag and the presence of vitreous, which required the removal of the lens and the performance of an anterior vitrectomy. The patient is scheduled for follow-up with a retinal surgeon. The product is unavailable for return and investigation. No further information was provided.